Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. The patient reported she had a glitching issue and was not feeling stimulation in her leg. The patient met with a manufacturer representative and she reprogrammed her. The patient stated that after that everything was fine. No further complications were reported/anticipated.